Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with atrophy and erosion at the cuff site. It was noted that the device was not working properly. The aus was explanted and replaced with a larger cuff at a more distal location. There were no additional patient complications reported.